Event description:
Sterile packaging is falling apart, second report of this type with the same product, different lot number.follow-up with site reveals that tyvek seal is intact, but when package is opened, a clean break does not occur - plastic has a jagged edge.